Event description:
Neurology reported that they had a vns pt and their normal mode diagnostic test and system diagnostic testing yielded, output limit, lead impedance high and dcdc 7 on both. It is unk the last time the pt was in the office and what their diagnostics were. The pt did not recall any trama but does tend to shake her head violently from side to side during seizures. The pt is not reporting any adverse events at this time. The pt's vns was programmed off and they had full revision surgery. Good faith attempts are underway for the explanted product to be returned for product analysis and for further details about the reported event.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.